Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported that during a routine echocardiography evaluation the technician noted that the patient experienced an electrical fault alarm with one controller ((B)(4)) which was exchanged by the site. The patient also had electrical fault alarms on the next controller ((B)(4)). There was no reported patient injury related to this event. Both reported controllers were exchanged and returned to the manufacturer for evaluation. The reported driveline cable ((B)(4)) was not returned as it remains implanted in the patient. On (B)(6) 2013 the manufacturer's representative confirmed foreign material inside the driveline connector pins and performed a driveline cleaning procedure for ((B)(4)) successfully on site. Evaluation of ((B)(4)) revealed that the controller passed functional testing and visual inspection. Review of the controller log files showed three (3) electrical fault alarms indicative of system front c open and rear phase b open, likely due to contamination within the driveline connector by foreign material. However, contaminants were not visible at the time of analysis. Review of the log files for ((B)(4)) showed that there were four pump stop events in addition to an electrical fault alarm. The last vad stop alarm was caused by taking the controller out of service. There were no vad stop alarms associated with the other three pump stop events, suggesting that the pump stop was performed by clinician. The controller passed external visual inspection and functional test without any problem. The root cause of the reported "electrical fault alarm" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remediation: heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2016-00408 and 3007042319-2016-00409) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient came to the hospital for a routine echocardiography evaluation and electrical fault alarms were observed in the controller log file history. A controller exchange was performed and the patient was issued a replacement device. A manufacturer's representative assessed the device and performed a driveline connector cleaning procedure per manufacturer's specifications on (B)(6) 2013. Contamination was visible within the driveline connector and was described as "a kind of oxide". A controller exchange was performed during the procedure. The two controllers were removed from service and returned to the manufacturer for evaluation. The driveline cable remained implanted in the patient. There was no reported patient injury as a result of this event.